Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable and lemo connector were evaluated and identified as requiring replacement. The customer declined further service at this time. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system exhibited an error. Additional information was received from the field service engineer confirming that the system failed to boot as a result of the error. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The fse confirmed the problem reported by the customer of generator error appeared, please power off. After extensive troubleshooting and multiple parts replaced, the fse finally determined cause to be faulty battery packs. After replacement of the battery packs the fse verified system function. The 8800 c-arm system has a large lead acid battery pack that is part of an energy or power buffer for the x-ray generator. When the generator needs more power than is available from the wall through the power supply (charger) the x-ray generator uses both the battery and the charger power to generate x-rays. Poor operation of the batteries can result in various failure modes. Based on the age of the system (last year manufactured 2006) this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used and therefore not a malfunction.